Event description:
It was reported hole in the piccline 15cm from the zero point. Occurred during use, there has been no patient impact. There as no exposure to blood or bodily fluids. No other actions taken. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaulation.

Event description:
It was reported hole in the piccline 15cm from the zero point. Occurred during use, there has been no patient impact. There as no exposure to blood or bodily fluids. No other actions taken. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and the cause is unknown. One 4fr sl powerpicc solo catheter was returned for evaluation. The returned product sample was evaluated and a kink impression with a longitudinal split was observed in the catheter at the 18 cm marker. Dulling of the catheter surface and some wearing of the catheter material were observed at the location of the kink. These observations are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. This complaint will be recorded for future trending and monitoring purposes.